Event description:
On (B)(6) 2012, pt had a stryker rejuvenate hip device placed in her left hip. On (B)(6) 2012, stryker issued a voluntary recall for the rejuvenate modular stem and neck. On (B)(6) 2013, pt became symptomatic and came in for biopsy. She was determined to have chromium and cobalt in the synovial fluid around the left hip. On (B)(6) 2013, pt had stryker rejuvenate hip device explanted and underwent extensive debridement of the joint. Antibiotic-laden cement spacer was placed with closure of wound with hemovac. On (B)(6) 2012 pt underwent removal of cement spacer and had revision of total hip arthroplasty.